Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the last device check, this pacemaker showed six years remaining longevity. However, during the recent device check, the device showed one year remaining longevity. The battery usage says 300 percent. There was no atrial arrhythmia observed. Boston scientific technical services (ts) recommended bringing patient back in to get analyzed. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.

Event description:
Additional information was reported, indicating that this pacemaker was removed and replaced. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.